Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 9-dec-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 372, 348 and 500 mg/dl. The expected fasting blood glucose test result range is 110-175mg/dl. The customer did not report symptoms. Medical attention was reported as a result of the actual blood glucose results. The product is stored according to specification in the dining area. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 01/31/2022 and open vial date is one to two weeks ago. The meter memory was reviewed for previous test result history. (B)(6).